Manufacturer narrative:
(B)(4). The carefusion field service tech evaluated the ventilator and replaced blender to fix the reported issue. Ventilator operates according to specifications.

Event description:
The customer reported that the ventilator nebulizer is not working. This unit was on a pt when they found the problem. The ventilator was removed from the pt and the pt was placed on another ventilator. No harm done to the pt.